Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the soundproof material of inlet air path assembly peeled off. As a result of this, it is possible that the issue occurred due to air flow hindrance in the air inlet path, causing resistance to the blower's intake and caused the issue. The device's inlet air path assembly was replaced to address the issue.